Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use in a laparoscopic assisted distal gastrectomy, the needle came off the thread and fell into the patient cavity. The needle was retrieved and the operating time not extended. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. The needle was observed to be detached from the suture. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.